Event description:
It was reported that after the carotid stenting procedure with the rx acculink in the right internal carotid artery, the patient complained of left leg heaviness. CT scan of the head showed a right frontal hemorrhage. The patient was transferred to the intensive care unit for monitoring. No medications were given to treat the event. The patient was discharged five days post stenting procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of intracranial hemorrhage is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.